Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobe resection, during the treatment of lobes, the surgeon was able to press the green button but could not squeeze the handle. This happened 2 times and had the same results. The surgeon opened another device to complete the case. There was no patient injury.